Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with 275cc mentor smooth round moderate profile saline implants. Post-operatively, the patient experienced bilateral deflation, which was confirmed during a physical exam. As a result, the patient underwent removal on an undisclosed date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-12087 for the contralateral event.

Manufacturer narrative:
On november 17, 2022, mentor completed a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear of 0.2 cm within a crease/fold on the posterior view. The evaluation determined that the cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also wear out over time. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On october 16, 2022, mentor received additional information. The patient was implanted on (B)(6) 2020 and underwent removal on (B)(6) 2022. On september 22, 2022, mentor received a photo of the device for evaluation. On october 21, 2022, mentor received the device for evaluation. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On october 28, 2022, mentor completed a visual analysis of the photo. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. Manufacturer's reference number: (B)(4).